Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was using a driver that broke off inside the screw. The star tip broke off in the screw when the surgeon was backing a screw out. The piece stayed in the screw and he was not able to get it out. As it was broken off flush with the star recess in the screw head, it did not interfere with placement of the rod in the screw head. There was no surgical delay. The procedure was successfully completed. There was no harm or consequence to the patient. Concomitant devices reported: screws (part number unknown, lot unknown, quantity 1) this report involves one (1) t20 screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4047601 was released in two batches. ¿ batch1: lot qty of units were released on 08 mar 2014 with no discrepancies. ¿ batch2 lot qty of units were released on 08 mar 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.